Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; cs 006-ff0034x3. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-dec-2018 with the following findings: review of the pump¿s alarm history revealed evidence of a call service 020 (eeprom) alarm on (B)(6)2018. On investigation, the pump powered on and ez-prime steps completed successfully. The pump was exercised with no call service alarms occurring. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.